Manufacturer narrative:
Product event summary: the analyst note the helix was able to extend and retract within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had trouble placing the lead and the lead exhibited helix trouble. The lead was removed and replaced. No patient complications have been reported as a result of this event.